Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an univers revers shoulder prosthesis surgery an issue occurred. After implantation of the base plate, the caudal 30 mm angle-stable screw was inserted. 3 mm before reaching the base plate, the tip of the original arthrex screwdriver broke off and jammed in the screw head. Extraction of the metal piece was initially not possible. The surgeon attempted to extract the screw with flat-nose pliers without success and it resulted in a fracture of the glenoid. In the end the surgeon had to be drilled over the screw and extracted in a time-consuming procedure. Subsequently, a complex osteosynthesis was necessary. Finally, a new implantation of a base plate was successful.

Manufacturer narrative:
Complaint not confirmed. Visual inspection identified that the drive geometry at the distal tip had twisted. It was confirmed that a torque-indicating adapter had not been used with the driver, which is recommended to prevent over-torquing. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head. The device did not appear to be broken. The length of the tip of the driver was measured and found to be with tolerance.